Event description:
It was reported that the ventilator's support arm was unscrewed. There was no patient harm. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
According to the information provided by the technician, the support arm fell. It was confirmed that most likely user unscrewed support arm. The rail clamp was tightened and the issue was solved. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to unintended use error caused or contributed to event.

Event description:
Manufacturer's ref. #: (B)(4).